Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's husband contacted dexcom technical support on (B)(6) 2011 to report that pt was admitted to the hospital due to a hypoglycemic episode. No bg was measured. It is unsure what dexcom's cgm was reading. Pt's husband reported that pt had undergone several CT scans and MRI's, due to a stroke, while wearing the cgm, a week prior, which could have caused the cgm to malfunction. The device is contraindicated against use during MRI. On (B)(6) 2011, dexcom technical support followed-up on pt who was still in the ICU.